Event description:
Customer states that during a retrograde cystogram on a female (age not provided) patient the fluor failed. They were able to complete the procedure by using rad imaging spot films. No reported injury.

Manufacturer narrative:
Field service engineer (fse) checked out the urology system. The user has rebooted the system and the fluoro system. The user had rebooted the system and the fluoro and rad shots were now working. Fse verified proper operation of the unit per service check list and returned the unit to full service.